Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the patient's diaphragm stopped showing twitching in response to diaphragmatic pacing. The energy delivery was immediately stopped, but there was no diaphragmatic capture anymore. During the ablation procedure, the patient's diaphragmatic function had been checked by palpating the twitches and by monitoring the cmaps. The procedure was resumed and the physician continued using the balloon catheter to ablate the rest of the rspv and then the ripv. As of 22-nov-2018, the patient had been discharged from the hospital having shown some improvement. Monitoring of the patient is to be continued.